Event description:
One pt with discrepant calcium result. Erroneous result was not reported. Initial calcium result 5.3 mg/dl, repeated 9.3 mg/dl on same analyzer and 9.2 mg/dl on different analyzer and 9.2 mg/dl on different analyzer, same methodology. The field service representative was unable to reproduce the problem and was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.